Event description:
Reportedly, after firing, the wing nut would not rotate and the anvil would not come out. The anvil was removed by force and the anastomosis began to leak. The surgeon sutured to complete the case. Procedure: low anterior resection: double staple technique.